Manufacturer narrative:
The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2018, it was reported from zimmer (B)(4) that a mesher required repair. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 19 july 2018 noted that the comb and comb springs were bent on the device. None of the pretests could be performed due to the damaged comb. Repair of the mesher occurred the same day and involved replacing the comb and comb springs. The device was then tested and verified to be functioning as intended and was returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb and comb spring was bent, both failures that would require service in order to resolve, it cannot be determined from the information provided as to what caused the components to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device had repair. The event happened during pm. No adverse events were reported as a result of this malfunction.